Event description:
The femoral broach broke in the patient's femur. The surgeon had to window the femur to remove the distal part of the broach. This event caused a 1 hour delay in surgery. The patient was not considered to be at risk.